Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys/expiration date: 28-may-2020/serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 10-dec-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant procedure of the leadless implantable pulse generator (ipg) the pericardial effusion was observed and the increasing of the impedance. There was no intervention required for the effusion treatment but the patient was hospitalized to be further monitored. The device remains in use. No further patient complications have been reported as a result of this event.